Event description:
It was reported that (6) devices were used during a laparoscopic sigmoid colectomy. It was reported by the affiliate that the tsw45 was fired on the inferior mesenteric artery. The first firing seemed to work fine. The stapler was reloaded with the tr45b and was fired across the rectal sigmid junction. The surgeon mentioned that the staples did not appear to form correctly. The device was fired four more times with reloads to complete the transection. The surgeon felt that each time the staple "b"'s were not formed correctly, but the case was completed with a final firing of a new tsb45. There was no consequence to the pt.